Event description:
It was reported that there was a leak around the device. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. The patient was discharged on oral anticoagulant. On (B)(6) 2020, the patient presented for their 45 day transesophageal echocardiogram follow up procedure and 5-6mm leak was discovered. The patient remained stable and will continue taking oral anticoagulant until their 60 day postoperative check up.